Manufacturer narrative:
Based upon the photograph of the implanted device provided by the pt's mother, it was confirmed that both the jejunal and gastric ports on this specific device containied valves labeled as jejunal. No other complaints of this type have been every been received. An investigation is being conducted which includes an inspection of batch records, inspection of current mfg/control procedures, and an inspection of finished goods inventory. Based upon the investigation, appropriate corrective actions will be taken.

Event description:
In 2007, kimberly-clark received a report from the mother of a child that her son had a replacement mic-key low profile transgastic-jejunal feeding tube installed in 2007. The feeding tube installed had both the center and side feeding ports labeled as jejunal. On the evening of the same day, the mother stated that she experienced extra resistance when bolus feeding into the center port (jejunal), and therefore commenced night feeding of her son through the side port (gastric). The morning of the next day, her son vomited. He was subsequently x-rayed and the mother was informed (incorrectly by the hosp) that the center port was gastric and the side port jejunal. Night feeding was given through the side port on the next day and on the morning of following day, her son vomited. Subsequently she contacted kimberly-clark and provided a photo of the installed feeding tube. Kimberly-clark instructed her that the center port was jejunal and the side port gastric. She is awaiting installation of a new feeding tube. Product incident documented in kimberly-clark.